Event description:
Custom sterile ortho general pack was opened and found to contain six lap sponges instead of five. This was identified during sponge count process. Excess lap sponge removed from field.